Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six-and-a-half months post implant that t-wave oversensing (twos) was observed on the right ventricular (rv) lead. The rv lead remains in use. Additionally, there was an inquiry as to why there is a discrepancy between the quick-look four faces of pacing and total vp pacing percentages as the data showed 100% pacing but total vp (ventricular pace) was 70%. The technical service representative explained the difference in the way the two sets of data is collected. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done for the right ventricular (rv) lead.